Event description:
On (B)(6) 2025, 40 year old for an outpatient gi procedure for treatment of gerd. An esophx single use fastener (tif kit) was used for the rebuild of the opening at the top of the patient's stomach to prevent or reduce reflux symptoms or acid going back into the throat or esophagus. A transoral incisionless fundoplication (tif) was planned to be conducted by the gastroenterologist. During a tif, a doctor reconstructs the antireflux barrier and reduces the backward flow of stomach contents into the esophagus by wrapping a portion of the stomach around it. After completion of the procedure, the instrument became lodged within the patient's esophagus and had to be manually removed by a general surgeon. It is believed that this was due to unexpected mechanical failure of the esophx single use fastener. The scope was noted to be outside of device between second point of articulation (or point of movement) with noted break in device as seen by x-ray. Prior to device withdrawal, the egd scope was passed through the distal tip (opening) of the tif kit with the device in fully extended position to allow for safe tif kit removal. Immediately after tif kit removal, an endoscope was advanced into the esophagus that allowed us to see a damage to the patient's esophageal tissue. No obvious puncture was noted, but visualization was limited due to clotting. Scope passed easily into stomach and surgery site was seen to be intact on visual examination. An oral gastric tube was placed to decrease stomach contents. Given that the defect was within the esophagus, and the concern for possible perforation, the patient was transferred emergently to duke cardiothoracic surgery, as (B)(6) does not have a cardiothoracic surgeon on staff. The patient remained stable throughout the procedure and while in (B)(6) ICU prior to transfer. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference reports: mw5171004, mw5171006.

Event description:
Additional information received on 6/24/2025 for report mw5171005. Mr. (B)(6) also provided a response to an initial questionnaire of the incident. The questionnaire provided answers in addition to the sf368 and the FDA medwatch form 3500b stated, ¿the second transesophageal fundoplication was cancelled until a review was completed with the company and any recalls or defects were annotated.¿ mr. (B)(6) provided a case complaint number from the vendor, (B)(4). Ref reports: mw5171004, mw5171006.